Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, low p waves and high pacing thresholds measurements. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed and it showed that the allegations were not confirmed based on normal lead resistance measurements. Three setscrew marks were noted and two in correct location and one on toward tip of terminal pin. The inner and outer coils were significantly damaged in the tip region which was likely induced explant damage.

Event description:
This supplemental report is being filed as analysis was performed. Boston scientific received information that this right atrial (ra) lead exhibited undersensing, low p waves and high pacing thresholds measurements. This ra lead was explanted. No additional adverse patient effects were reported.